Event description:
Patient presented with tibial collapse. Converted to total knee.

Manufacturer narrative:
Femoral: lot 1103006-a, catalog # 100280. Mfg. Date: june 2011, exp. Date: june 2013. Tibial baseplate: lot 1009038-a, catalog # 100297, mfg. Date: february 2011, exp. Date: february 2013. Tibial insert: lot 1009021-a, catalog # 100325, mfg. Date: february 2011, exp. Date: february 2013. Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. (B)(6) considers the investigation of this event closed at this time. Should the product be returned or additional information received, the investigation may be re-opened.